Manufacturer narrative:
The elecsys troponin t hs stat reagent's lot number is 869586. The elecsys probnp ii reagent's lot number is 880969. The expiration dates were not provided. The field service representative found that the sample probe was not properly adjusted, and some racks were missing the inserts. Preventative maintenance was performed, the measuring cell was replaced, and tests were performed with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 10 patient samples on a cobas e 411 analyzer (rack system). The affected assays are elecsys probnp ii and elecsys troponin t hs stat. Elecsys probnp ii: sample 1: on (B)(6) 2026, the initial probnp result was <10.00 pg/ml with a data flag, and the repeated result was 2389 pg/ml. Sample 2: on (B)(6) 2026, the initial probnp result was 10 pg/ml (reported as <20 pg/ml). The sample was repeated on another module, and the result was 1554 pg/ml. Elecsys troponin t hs stat: sample 3: on (B)(6) 2026, the initial troponin result was 24.73 pg/ml, and the repeated results were 37.4 pg/ml and 36.7 pg/ml. The sample was repeated on another module, and the results were 38.89 pg/ml and 38.73 pg/ml. Sample 4: on (B)(6) 2026, the initial troponin result was 23.42 pg/ml, and the repeated result was 25.09 pg/ml. The sample was repeated on another module, and the results were 3.0 pg/ml and 4.0 pg/ml. Sample 5: on (B)(6) 2026, the initial troponin result was 23.84 pg/ml, and the repeated result was 14.55 pg/ml. Sample 6: on (B)(6) 2026, the initial troponin result was 26.61 pg/ml, and the repeated result was 5.96 pg/ml. Sample 7: on (B)(6) 2026, the initial troponin result was 15.14 pg/ml. The sample was repeated on another module, and the result was 24 pg/ml. The sample was repeated on the same module as the initial result, and the result was 24.3 pg/ml. Sample 8: on (B)(6) 2026, the initial troponin result was 15.90 pg/ml the sample was repeated on another module, and the result was 3 pg/ml. The sample was repeated on the same module as the initial result, and the results were 18.63 pg/ml and 3 pg/ml. Sample 9: on (B)(6) 2026, the initial troponin result was 14.28 pg/ml. The sample was repeated on another module, and the result was 58 pg/ml. The sample was repeated on the same module as the initial result, and the result was 58.98 pg/ml. Sample 10: on (B)(6) 2026, the initial troponin result was 16.30 pg/ml. The sample was repeated on another module, and the results were <5 pg/ml, 5.99 pg/ml, and 5.7 pg/ml. The sample was repeated on the same module as the initial result, and the results were 4.64 pg/ml and 3.95 pg/ml. The results obtained with the other module were not questioned.

Manufacturer narrative:
The field service representative performed additional checks and tests with acceptable results. The investigation found that a visual observation of the instrument and samples showed dust on the analyzer, tubes, and racks, as well as white particulate matter (wpm) and potential films within the samples. The customer did not use the required 13 mm rack adapters. Product labeling states: "incorrect results and errors due to misaligned sample tubes. Not using a 13 mm sdta (sample disk tube adapter) with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors." The investigation found the issue was due to the combination of the customer's failure to use the mandatory 13 mm tube adapters and a misadjusted sample probe. The investigation determined that the service actions resolved the issue.